Event description:
On (B)(6) 2011, it was noted the patient had twiddled this device causing the associated lead to dislodge. The lead and device were put back into place. However, 2 months later it happened again. This system was explanted and replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.